Event description:
It was reported that during a shoulder arthroscopy procedure using a disposable 1.8mm q-fix allsuture anchor, the drill bit got stuck in the drill guide and then broke off. The surgeon attempted to insert the implant without the use of the guide but bent the implant instead. The surgeon opted to complete the procedure using a competitive device, which required the surgeon to drill a new bone hole. There were no significant delays or pt complications reported as a result of this event.